Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that damage was observed on the pump housing. Reportedly, the customer was experiencing difficulty loading a cartridge. Blood glucose level was 180 mg/dl. Reportedly, the customer continued using the cartridge and had manual injections available as alternate insulin therapy.